Manufacturer narrative:
D9: date received to mfg; 1/15/2025. One device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed. The customer reported complaint was confirmed during testing, an error of 44510 during software upgrade. The software was updated. The probable cause of the reported complaint is software problems with the device.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that error 44510 appeared during a software upgrade. There was no patient involvement.